Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information the patient implanted with this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead was being seen in-clinic due to the device emitting beep tones. Upon interrogating the device, out of range right ventricular (rv) lead pacing impedances (2500-2700 ohms) was observed. Impedances had been consistently around 600 ohms with a couple increased values to 2700 ohms and then smaller increases around 1700 ohms. There was no oversensing or patient symptoms reported. Pocket manipulation and isometrics did not produce any noise. The impedance alert was increased to 3000 ohms and the patient will be monitored.